Event description:
During the removal of the peripheral nerve simulator lead, the tip became dislodged from the lead and remained in the patient. An x-ray was done. The axillary lead was exceedingly challenging to remove. After much manipulation and gentle pressure, the lead became dislodged and was removed. It appears that a portion of tip broke off from the lead. Pictures were taken of both leads and saved. Finally, we obtained a simple x-ray of the right shoulder to identify any retained metal contacts. Device was returned to manufacturer and made aware.